Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went emergency room due to high blood glucose and abdominal pain on (B)(6) 2019 at 1.15 am. The customer¿s blood glucose level was 580 mg/dl at the time of hospitalization. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Based on customer report customer did allege insulin pump was under delivering because bolus was delivered but blood glucose still went up. The significant events leading to hospitalization was stress and high dose of prednisone. The customer was treated with insulin shot and intravenous fluid. Customer declined to test insulin pump. Customer was unable to complete carelink upload. The insulin pump and reservoir will not be returned for analysis.